Event description:
The device was used to deliver defibrillation shocks to an organ donor pt using internal paddles. The device reportedly displayed several shock abnormal messages. The pt was not resuscitated.